Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: during the site visit on (B)(6), 2026, the following feedback was received along with our observations. Biomedical engineering reported that she has started the pm process for the first time on the hospitals alaris system devices. A large number of the pump modules were failing rate accuracy and required calibration. Bd tpc discussed whether she was using the 8100 rcs administration set for performing rate accuracy in the pm task in her alaris system maintenance software. She had been using the 8100 rcs administration set but it was agreed that she should order a new one and see if that will reduce the number of devices needing calibration. She will update after she begins testing again after receiving the new 8100 rcs administration test sets. She was not happy about how the pm report shows failures on the report even if she retests a device and it passes the test right after the failure test. Bd tpc advised that the pm report will display all items that are completed in the pm task and this includes tests that pass and fail.

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection did not indicated any damages or abnormalities. The sample was primed and an simulated flow was conducted to determine if there were any issues with the infusion set. The simulated flow was conducted at a flow rate of 125 ml/hr for 1 hour. The sample flowed as intended and the fluid amount dispensed was accurate. The customer complaint of flow issues - accuracy was not verified. A root cause analysis was not conducted because the reported failure was not replicated. A device history record review could not be performed because the lot number is unknown.